Event description:
It was reported that the ventricular lead exhibited noise. It was suspected that the lead had perforated the myocardium. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri lead, implanted: (B)(6) 2013. (B)(4).